Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a code 1003 alert. This alert is consistent with a low voltage capacitor issue. This ICD was removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.